Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to replace the keyboard. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that there was a malfunction of the ventilator's keyboard. The ventilator was not on a patient at the time of the event.